Manufacturer narrative:
E.1: initial reporter phone (B)(6) h.6. Investigation summary: bd received one (1) sample and one (1) photo for investigation. The sample and photo were reviewed and the indicated failure mode for cocked stopper was observed. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of cocked stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of cocked stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® k2e 3.6mg plus blood collection tubes had a cocked stopper before use. There was no report of patient impact.